Manufacturer narrative:
Device received with critical pump error due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 500 mg/dl something when the alarm went off and was treated with manual injection. It was unknown weather the customer was using auto mode function at the time of the event or not. The customer stated that, the insulin pump had critical pump error. The customer stated that, the insulin pump saw an alarm will shut off pulled big x insulin pump arrow book with question mark. The insulin pump will be returned for analysis.